Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded by the user facility.

Event description:
It was reported that the jaws froze/locked on the pt during an open hysterectomy. It was not reported how the jaws were removed. Another device was used to complete the procedure. There was no pt injury. The device and packaging were reported to be discarded. Additional information was requested multiple times, but no additional information was provided. A follow-up report will be sent if additional information is received.